Event description:
Information was received that the cadd administration set for a pump tubing was dislodged and leaking. Patient connected to penicillin via the pump. Also stated the luer lock at the end of the tubing is falling off. The event did not abate after use stopped or dose reduced. Event reappered after reintroduction. Penicillin g potassium. No reported adverse effects.

Manufacturer narrative:
Evaluation results: a cadd administration set was returned for investigation. The samples were visually inspected at a distance of 12 to 24 inches under normal conditions of illumination. One of the samples was received without the asv valve, the other two were received with the asv assembled; of which one was easily removed. The investigator noted that there was no solvent found on the tube, or the asv valve. The customer complaint was confirmed. The investigator identified the following most probable root causes. - the operator did not apply the solvent in the bonding between the asv valve and the tube. - the solvent pots did not show a solvent level.